Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associate device displayed high shock impedance measurements. Additional information was requested but none was available. There were no adverse patient effects reported. The system remains in service.